Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, five filaments were injected into a pt's eye while the iol was inserted. The filaments were removed during the same procedure and a vitrectomy was performed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. Additional info was requested by phone, fax and mail on 02/29/2012 and 03/07/2012. A completed questionnaire has not been received. (B)(4).